Event description:
The complainant reported that the clinicians were preparing to perform the implant of a mardis soft ureteral stent on a patient. When the physician was about to open the packaging, the stent was found to be broken. There was no patient involvement in the reported event.

Manufacturer narrative:
The device has not yet been received for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event at this time. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).